Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that when the patient got home, the patient attempted to synchronize using the programmer but the programmer did not display anything. Anomaly of the product was suspected. No x-ray images were available. No x-ray images were available. No telemetry data was available, it could not be obtained. Troubleshooting was performed. Battery depletion was suspected, the battery was replaced with a new one without resolution. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying that there was no issue with the ins. The cause of the programmer malfunction was undetermined. There were no patient symptoms. The issue was considered resolved as no further issues have been reported after replacement.